Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the data points on the continuous glucose monitor graph were inaccurate. Customer did not respond to attempts to obtain additional information. Customer's blood glucose was 250 mg/dl.